Event description:
Per oos, "atrial lead dislodged and was in lower atrium/valvular area. Since pt. Is now in chronic a-fib, physician tried to extract chronic atrial lead. Lead partially extracted, cut and capped with lead sealing cap and medical adhesives."